Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the device was not returned for analysis. The device reached recommended replacement time (rrt). Recommended r eplacement time (rrt) triggered on 2016-(B)(4). Save to disk provided was not from a full manual transmission so battery voltage and impedance data were not available to determine cause of rrt.

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) earlier than expected. The icm remains in use. No patient complications have been reported as a result of this event.